Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had previously undergone a cholecystectomy on an unknown date and had a history of chronic pancreatitis. On (B)(6) 2011, the patient underwent a pre-study stent placement cholangiogram, which revealed a distal mid biliary stricture. Liver function tests were performed and recorded. No baseline biliary obstructive symptoms were reported. The stricture had previously been treated with a sphincterotomy and a plastic stent. The 10 mm x 60 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. Also on (B)(6) 2011, the same day of stent placement, the patient experienced epigastric pain (location unknown). The patient was treated with medication, and the pain was reported to be resolved on (B)(6) 2011, with no residual effects. Per the investigator, the pain was related to the study stent placement.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.